Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an explant of an intraocular lens, model zlb00, because the patient reported blurry vision. The patient previously had lasik surgery, no date for the surgery was provided. There was no incision enlargement, vitrectomy or patient injury. The lens was replaced with another lens of the same model but a higher diopter, 22.0. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.